Event description:
Rn pulled IV tubing out of bag and when attempting to attach extension tubing onto this primary set, rn noticed the tubing was missing a clave port. No patient contact. No injury for staff. New primary tubing was obtained and IV tubing functioned correctly. Manufacturer response for primary IV tubing, primary set w priggyback and backcheck valve, 3 clave y sites, 100inch, non-dehp (per site reporter): hospital customer service notified. Return kit to be sent for return of product.